Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiovascular defibrillator was found to be in backup operation prior to the implant procedure. The issue was discovered during initial device programming. A different device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The reported field event of bvvi was confirmed. The cause of the reset was found to be due to a watchdog error. The cause of the watchdog error remains undetermined. Functional tests did not find any anomalies.